Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (target lesion exhibited approximately 80% stenosis). Related to operational context (it appears that the stent securement was impacted which resulted in the dislodgement as the device was withdrawn). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited approximately 80 % stenosis). Operational context contributed to event (it appears that the stent securement was impacted which resulted in the dislodgement as the device was withdrawn). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent embolism); no results available; since no evaluation was performed (device or procedural images not provided); none (no device received for evaluation). Conclusions: inherent risk of procedure ¿ (stent embolism); unable to confirm complaint (device or procedural images not provided). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent but during inflation at the anterior descending artery lesion with 80% stenosis, the stent only partially opened and a leakage of contrast was observed after reaching 6atms. After the device was removed it was noted that the stent did not remain on the balloon. Fluoroscopy showed the stent in the deep femoral artery. Patient was treated with another stent. The 1st stent remained in the patient. Patient recovered fully. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Event description:
Evaluation summary: the distal tip was damaged and slightly bunched on one side. A blockage was detected in the inner lumen. The blockage could not be removed, however is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. The balloon was partially inflated; crimp impressions were visible along the working length of the balloon. Negative purge was performed and confirmed the presence of a leak. On pressurization of the device water was observed exiting from the distal tip. The balloon and outer lumen were cut away and visual inspection confirmed the presence of a hole on the inner lumen between the inner shaft markers. The hole was protruding outwards in a distal to proximal direction. Cine image review: procedural images provided for review confirm the presence of a stenotic lesion in the lad. The images capture the device positioned across the lesion prior to attempted deployment of the stent. There are no images capturing the partial inflation of the balloon, the device leak or the withdrawal of the device and dislodgement of the stent. The images show the dislodged stent located in the femoral artery as reported by the account. A stent was subsequently deployed successfully at the lesion site.